Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the right ventricular (rv) lead exhibited loss of capture (loc) and noise on the presenting and stored electrogram (egm). Technical services (ts) was consulted and suggested having the patient come in for a follow-up visit to evaluate the rv threshold. The field representative obtained additional information that the pacemaker and rv lead were electrically abandoned and a new leadless pacemaker system from another manufacturer was implanted. The field representative was unable to determine when the revision occurred. Since the products remain implanted, they will not be returned.